Event description:
Provider alleged power switch not working. Per independent repair center statement, the customer stated problem was: unit would not start. Problem confirmed: yes. The key failure was the broken on/off switch. Additional malfunctions were the manifold valve sticking and 22mfd capacitor leaking.